Event description:
The customer reported a ventilator/blower failure. The customer reported that the unit was not in use on a patient. The customer contacted product support and requested a repair service. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Per authorized service personnel (asp) the issue was discovered during testing. Alarm over voltage protection (ovp) circuit failure. The motor controller (mc) board was replaced to address the reported issue.